Manufacturer narrative:
Additional information for: g4, g7, h2, h6, and h10. The reported event of deformation upon deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 10mm amplatzer septal occluder was selected for implant in the patient. During the procedure a defect was revealed during implantation. The device deformed into a cobra effect and was exchanged prior to release for a new device. A 9mm amplatzer septal occluder was then selected and implanted in the patient. The procedure was completed with no patient harm. The patient remained stable throughout the procedure and there was no clinically significant delay in the procedure.